Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the guide is bent. The alleged issue was detected prior to patient use. Another device was obtained.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and other components for evaluation. A visual exam was performed and it was observed that there were two kinks in the middle of the guide wire and the j-bend was opened. Microscopic examination revealed signs of use on the guide wire and confirmed the two kinks. It was also found that both welds were full and spherical. No separations or offset coils were observed. The kinks were measured at 11.5 and 15.8 cm from the distal weld. The returned guide wire was found to be within specification for length and outer diameter. A manual tug test confirmed that both welds remain intact. The reported complaint of "spring wire guide kinked in use" was confirmed through visual inspection of the returned sample. Two kinks were observed in the returned guide wire. A DHR review did not reveal any manufacturing related issues. Since the guide wire is always used with another component such as an introducer needle, ars syringe, and none of these components were returned, the probable cause of this issue could not be determined. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the guide is bent. The alleged issue was detected prior to patient use. Another device was obtained.